Event description:
It was reported that catheter shaft perforation occurred. A 2.50mm x 12mm apex balloon catheter was selected. When back wiring the device, the unspecified guide wire exited out to the side of the catheter tip. When the catheter was flushed, the fluid also exited out in two directions at the catheter tip. The procedure was completed using another of same device. No patient complications were reported and the patient was not affected.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an apex balloon catheter with an apex shelf box. The batch number on the packaging and device matched the batch number for this complaint. There was contrast in the inflation lumen. The balloon was loosely folded. The distal tip was damaged. Microscopic examination of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that catheter shaft perforation occurred. A 2.50mm x 12mm apex balloon catheter was selected. When back wiring the device, the unspecified guide wire exited out to the side of the catheter tip. When the catheter was flushed, the fluid also exited out in two directions at the catheter tip. The procedure was completed using another of same device. No patient complications were reported and the patient was not affected.